Event description:
A facility reported that a pt became hypotensive towards the end of treatment. It was then noted that the machine showed a fluid removal of 3,500 ml and ultrafiltration rate was 2,000 ml/hr. No fluid removal was set at the start of treatment. The pt was weighed and there was a weight loss of approx 2.8 kg. She was given 2 liters of saline and was discharged in stable condition.